Manufacturer narrative:
The software investigation of the 3d model used during the surgery had stair stepping and distortion associated with it. There was a hole at back right of head of the model that was very noticeable and obscured all surrounding anatomy. The fiducials themselves were defined such that the centers were clearly visible but placement of many of the points on the inferior portion of the exam (by the ears and nape of the neck) appeared to be on loose skin. Unable to determine root cause without further information since the archive was not provided and only the 3d model could be evaluated that was used for registration.

Event description:
A medtronic ent representative reported that, while in a tumor resection procedure, the surgeon alleged an inaccuracy using touch-n-go registration. Right/posterior was accurate, however, left/anterior was off up to 4-5mm. Patient was in an unusual position, between prone and lateral, and surgeon did not opt to re-register with tracer or pointmerge. The patient had a metal shunt in place and there was significant scatter surrounding that area of the patient scan. There was a noticeable hole in part of the 3d model. The surgeon continued to complete the cranial procedure with the use of navigation. There was no impact on patient outcome reported.

Manufacturer narrative:
Software investigation not completed at time of this report.